Event description:
Patient reported the tubing connector of the infusion set became disconnected from the infusion site. Tubing has been discarded. No adverse event reported. No product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.